Event description:
The facility's risk management dept reported an infusion pump that failed while a pt was being transported in an ambulance. The pump was reported to be infusing normal saline, heparin, and nitroglycerine drip, when it alarmed and displayd "pump failure". The pump was discontinued and the nurse was able to manage the drips manually without any adverse outcome. According to the risk management dept, no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, rates of medications involved, or set up of the infusion device.